Event description:
Healthcare professional reported that a patient was injected with 2ml of skinvive¿ by juvéderm® in the cheeks. Three months later, the patient was injected again with 2 ml of skinvive¿ by juvéderm® in the cheeks . Immediately, the patient experienced ¿bumps¿ that became ¿red and inflamed.¿ this continued with minimal improvement after a massage with a q-tip. Some of the reaction was attributed to product placements and some was attributed to from an inflammatory response, where both cheeks became ¿pink and more bumpy.¿ the day after the later injection, the patient was treated with zyrtec. Four weeks later, symptoms has been resolved. This is the same event and the same patient reported under abbvie complaint cn-081142(emdr-147159). This emdr is being submitted for the first suspect product, skinvive by juvederm xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.